Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The device was tested 3 times for pressure; all 3 test were out of specification. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed pressure test; the pressure was too high during testing. There was no patient involvement.